Manufacturer narrative:
Device manufacture date: november 14, 2016 - november 15, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event reportedly occurred on an unknown date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor would not flow. The event occurred during filling with 5fu diluted with sodium chloride (doses and volumes not reported). There was no patient involvement. No additional information is available.